Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿ruptured¿ catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter and one photograph of the product information were returned for evaluation. An initial visual observation of the photograph of the catheter showed use residue throughout the sample, which was in a clear plastic bag. The distal tip of the catheter could be seen to be present and intact. No leaks, splits, or breaks could be seen in the catheter in the returned photograph. A rupture could not be seen in or confirmed from the returned photograph; therefore, this complaint is inconclusive at this time. Possible causes of a leak include over-pressurization, material fatigue, and sharp instrument damage. A lot history review (lhr) of redq0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a catheter placed in (B)(6) 2019. The catheter was ruptured on (B)(6) 2020. No other information was provided. Additional information received: the patient went through the admission procedures at 12:15 on (B)(6) 2020. The main complaint was that ¿when the PICC catheter in the left arm was maintained at the hospital on (B)(6) 2020, the nurse found that the catheter was broken, so he came on (B)(6) 2020 admission to hospital". The bed nurse found that the patient was holding the residual end of the positive pressure connector end of the PICC catheter, and the remaining catheter did not know where to go. So the bed nurse quickly sent the patient to the ward and told him to rest in bed absolutely. Changes in vital signs. Follow the doctor's instructions to check the blood and check the electrocardiogram to improve the relevant examination. The tube doctor contacted the relevant department for consultation. Within 1 hour after admission, the tube nurse pushed the wheelchair to transfer the patient to the thoracic and cardiovascular surgery. Patient's physiological response (body temperature: 36.5°c; respiration: 78 beats/min; pulse: 22 beats/min; blood pressure: 144/73mmhg; peripheral blood oxygen saturation: 100%).

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿ruptured¿ catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter and one photograph of the product information were returned for evaluation. An initial visual observation of the photograph of the catheter showed use residue throughout the sample, which was in a clear plastic bag. The distal tip of the catheter could be seen to be present and intact. No leaks, splits, or breaks could be seen in the catheter in the returned photograph. A rupture could not be seen in or confirmed from the returned photograph; therefore, this complaint is inconclusive at this time. Possible causes of a leak include over-pressurization, material fatigue, and sharp instrument damage. A lot history review (lhr) of redq0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a catheter placed in (B)(6) 2019. The catheter was ruptured on (B)(6) 2020. No other information was provided.